Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that their controller has been giving them trouble for the past week or so. Patient stated that sometimes their backlight stops working, so they need to hold it under a light. Today the controller went completely black and would not charge or turn on. The patient mentioned they conducted a reset prior to the call. Patient was driving during the call and did not have the wall charger with them to do troubleshooting. Agent advised the patient to call patient service back once they have their equipment with them for further troubleshooting.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.